Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set leakage at site event on 17-jun-2024. Infusion set has been used for 3-4 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 6. E1: patient city: (B)(6). Patient country: united states.